Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist remoted in the cabinet and found that all zones were now shown connected in the application and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended when the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000 door zones 01 and 09 were not connected and did not open to issue IV tubing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.